Event description:
It was reported that during the implant procedure the physician had difficulty placing the right ventricular (rv) lead in a location /position with acceptable r-wave sensing. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).